Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn:m365sc2218700. Model:sc-2218-70. Serial/batch:(B)(6) . Additional suspect medical device components involved in the event: product family: scs-ipg-r-MRI. Upn:m365sc12160. Model:sc-1216. Serial/batch:(B)(6) .

Event description:
It was reported that the patient experienced inadequate pain relief. The patient was supposed to replace the percutaneous leads however physician had difficulty advancing the lead. The physician opted to explant all device components. All explanted device components were discarded.